Manufacturer narrative:
H11: the device was received for evaluation with a homechoice patient connector attached. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The transfer set was connected and disconnected using the returned patient connector by hand and no issues were observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a separation issue and was unable to be disconnected from the dialysis bag. This was described as ¿the screw thread that connects the extension to the bag line unscrewed along with the bag¿ which caused the inability to disconnect from the bag. This occurred after treatment for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.